Event description:
It was reported that the patient's right ventricular lead exhibited loss of capture post-implant. The non-capture was not reproducible. Fluoroscopy showed possible lead movement. A right ventricular lead revision was performed on (B)(6) 2017. The patient was stable.